Manufacturer narrative:
(B)(4). Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch t5a464. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a vats left lower lobectomy, bleeding occurred when the jaws were opened after the first firing on the pulmonary artery. Bleeding also occurred from the suture hole at the proximal end part of the cartridge. The amount of bleeding was unknown. Astriction was performed for 15 minutes, and tachosil was attached to stop the bleeding. No blood transfusion was required. Another competitive device was used to complete the case. There were no adverse consequences to the patient. The surgeon commented that there was no difficulty in the firing. It was found that some staples which were left inside the cartridge were bent strongly when the sales rep checked the device after the procedure. When the sales rep checked the operation video with the doctor after the surgery, the dissection around the target tissue was fully performed before the firing, and it was confirmed via forceps that the device moved smoothly. The target tissue was clamped again to clamp the tissue firmly before the firing. But, the jaws did not catch other tissue at that time, and no tension was applied on the tissue. However, in the video, the tissue of bleeding parts seemed to be pulled inside the device after the knife pass through. No further information is available.